Event description:
It was reported that the pulse generator exhibited backup vvi operation upon a software upgrade attempt. A device software download was performed successfully and programming modifications were performed on the device; the patient experienced slight pocket stimulation during reprogramming. The patient¿s condition post programming modifications was stable.